Event description:
It was reported that bd insyte autog bc needle retracted prematurely. The following information was provided by the initial reporter: needle retracted before pressing button on iagbc 22g. Customer response received on (B)(6): the button depressed before being pressed. Once instance was when twisting the blue catheter before going to put in the IV. The needle retracted fully each time at the normal speed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5056852. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.